Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed in 2009. According to the complainant, during the procedure, they deployed the clip, but it would not detach from the catheter. The clip was not securely attached to the mucosa and the scope and delivery system were removed from the pt. The pt was rescoped and the case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.